Manufacturer narrative:
(B)(4). Method: the complaint rt045 non-vented hospital full face mask was not available to be returned to fisher & paykel healthcare in new zealand for investigation. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: without the return of the complaint device, we were unable to determine what may have caused the reported issue. The customer reported that the complaint face mask had no damage and was working well until the patient opened their mouth. It was also mentioned that the hospital did not take head measurements, although each mask is provided with a sizing guide to assist with selecting the appropriate mask size for each patient. The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: verify that the therapy device (i.e. Ventilator or flow source) including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). Ensure adequate patient monitoring is in place. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in canada reported via a fisher & paykel healthcare field representative that the rt045 non-vented hospital full face mask slid down when the patient opened their mouth, causing a leak after one day of use. Following the reported leak, the patient was intubated. No further patient consequence was reported. After intubation, the patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). The complaint rt045 mask is not expected to be returned to fisher & paykel healthcare in (B)(4) for investigation. We are currently in the process of obtaining additional information from the hospital. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt045 non-vented hospital full face mask slid down when the patient opened their mouth, causing a leak after one day of use. Following the reported leak, the patient was intubated. No further patient consequence was reported.